Event description:
It was reported that during set up an 840 ventilator had an error code xp0098 (gui inop). The ventilator was not on a patient at the time of the event. The service engineer downloaded software onto customer purchased gui cpu. Performed electrical safety check. Required tests and calibrations for this repair were completed in accordance with current service manual.